Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application crashed, generating a diagnostic error message indicating that an unexpected error had occurred while interrogating a cardiovascular implantable electronic device (cied) during an exercise tolerance test (ett). Troubleshooting steps were taken to include restarting the host tablet which resulted in the session information being lost. An alternative host tablet was used to redo the exercise tolerance testing resolving the issue. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.2.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment that the mobile programmer application crashed, generating a diagnostic error message indicating that an unexpected error had occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.